Event description:
Major pump unit(s) involved: device thrombosisadditional text: severe hematuriaspecific component(s) involved: pump drive unit malfunctionadditional text: possible pump thrombusother component:causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for systemother cause:intervention(s): other interventions, specifyother intervention : IV heparin - anticoagulation therapyimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction